Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia the blood glucose level was 424 mg/dl at the time of event and the patient got treated with insulin. Length of hospitalization was greater tan 24 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated. The batch 6008844 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the soft cannula found bent upon removal from infusion site. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008844 was manufactured according to the wi version 81 and packaging in the machine 12, on 31/aug/2024, with a total of (B)(4) units. Assembly: the lot 4h03037 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 31-aug-2024, with a total of (B)(4) units each. The lot 4h03039 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 31-aug-2024, with a total of (B)(4) units each. Bun: the lot 4h03038 was assembled according to the wi version 38, machine us05 and us06 on 30-aug-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008844 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: harm reportable, no defect on reference samples. No non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.